Manufacturer narrative:
Concomitant medical products: bd 50ml syringe;(3)8110; 8100; therapy date (B)(6) 2016. The customer¿s report of a communication error alarm was confirmed by an evaluation of the event logs but could not be replicated. The pcu event log showed that on (B)(6) 2016 at 8:44:22 am the source syringe module in channel a position and the source pump module in channel b position recorded a ¿channels disconnected¿ alarm and were then removed from the pcu. Loss of communication could not be replicated during testing when physical manipulation was applied to the system. Both source devices passed the iui connector tests indicating proper function of the iuis. Inspection of the source devices' iuis under magnification showed various degrees of white dried residue contamination which may have contributed to the loss of communication during the time of the incident. The proximate cause of the system alarming with a communication error is attributed to the presence of contamination on the iui pins. The root cause of the contamination is unknown.

Event description:
The customer reported that the syringe pump infusing morphine and a pump programmed for d10 in a paused state, both alarmed with communication error and stopped. There were 2 other "heparin syringe pumps" connected to the pcu and they continued to function, presumably to mean that they continued to infuse heparin. All infusions were switched to different devices. No patient harm reported.